Event description:
Rec'd notice from insulet that the pods with lot #ph1u10172541 had a manufacturing issue. I have two boxes with this lot # ((B)(4) total pods). Pt code: 4582. Device code: 2975. Ref: mw5185495, mw5185496, mw5185497, mw5185498, mw5185499, mw5185500, mw5185501, mw5185502, mw5185503.